Manufacturer narrative:
(B)(6) 2014. (B)(6) 2014. Conclusion / root cause: this power supply was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA(B)(4).

Event description:
The customer reported the ventilator would not power up with the blower starting. The customer reported the device was not in use on a patient; therefore, there was no patient involvement or harm. Power failure due to loss of ac power may result in shutdown of device during normal ventilation operation. The manufacturers field service engineer (fse) was unable to duplicate the reported problem. During inspection, the fse reported a screw was found between the power supply shroud and power supply board causing a short. The power supply was replaced to address the reported problem. Applicable final testing was performed per operating specifications and passed.